Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the chemotherapy infusion epoch (etoposide 110 mg + vincristine 0.36 mg + doxorubicin 22 mg) ran longer than expected. A 500ml bag of epoch was expected to run over twenty three hours with the intended rate of 21.5ml/hr. The infusion was programmed as continuous and given in four doses. First bag was hung at (B)(6) 2024 at 6:48 pm and delayed by an hour, second bag hung at (B)(6) 2024 at 7:50 pm which was delayed by 4 hours and 15 minutes and the third bag on (B)(6) 2024 at 12:06am. There was patient involvement but no harm.

Manufacturer narrative:
Correction: unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field. Additional information: manufacturer narrative. Investigation summary: the report of etoposide running longer than expected was confirmed during the review of the logs, however it was not replicated during laboratory testing. Laboratory test results performed on the suspect devices confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. Functional testing on the received suspect pcu found no irregularities. Based on the review of the pcu event log, on february 23, 2024, at 6:50 pm, a guardrails drugs infusion for drug ID 484; etoposide was programmed and started with a drug amount of 110mg, a diluent volume of 500ml, a bsa of 1.8m2, a rate of 21.5ml/hr and a volume to be infused (vtbi) of 500ml. On february 24, 2024 at 3:34 am, after approximately nine (9) hours, the infusion was paused. The infusion was restarted approximately five (5) minutes later. At 10:42 am, after approximately seven (7) hours, the infusion was paused a second time, and was restarted one (1) minute later. At 6:06 pm, the infusion vtbi was updated to 500ml, and the infusion restarted. At 7:42 pm, after infusion for approximately twenty-five (25) hours, the pump module alarmed for air in line. Four (4) minutes later the pump module was channeled off with a calculated primary volume infused of 531.832ml. At 7:52 pm, the etoposide infusion was restored (second infusion bag) and started with an updated vtbi of 500ml. At 5:16 pm, an infusion delay of ten (10) minutes was programmed. The delay was cancelled, and the infusion restarted after three (3) minutes. On february 25, 2024 at 5:16 am, an infusion delay of ten (10) minutes was programmed. The delay was cancelled, and the infusion restarted after three (3) minutes. At 9:09 am, after approximately sixteen (16) hours, the infusion was paused a third time for one (1) minute and restarted. At 3:22 pm, the vtbi was updated for a third time to 120ml. At 8:57 pm, the infusion completed keep vein open (kvo). The vtbi was updated for the third infusion bag to 100ml, and the infusion was restarted. On february 26, 2024 at 12:01 am, the pump module alarmed for air in line and was channeled off with a calculated primary volume infused of 1135.27ml. A review of the pcu and pump module error logs showed no errors were recorded related to the reported. There were no indications during the review of the logs that the infusions were delayed for a reported hour and then again for four (4) hours and fifteen (15) minutes. There was one delay programmed for ten (10) minutes, however it was cleared, and the infusion started after only three (3) minutes. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Per the alaris directions for use (dfu) version 12.1, qualified personnel must ensure that the appropriateness of drug dosing limits, drug compatibility, and instrument performance, as part of the overall infusion. Potential hazards include drug interactions, inaccurate delivery rates and pressure alarms, and nuisance alarms. The power cord was observed to be a third-party part. A medical device safety alert was sent out on 7 february 2022, warning customers to only use bd-approved parts when performing corrective maintenance or repairs. The use of third-party parts can affect the safety and efficacy of the bd alaris and alaris devices, leading to device failure, patient injury, or even death. The primary administration set was not received for this investigation; therefore, it could not be inspected, or laboratory tested. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report that the etoposide infusion ran longer than expected was determined to be user programming. The vtbi was updated to 500ml prior to the second bag being hung, the infusion was restarted with an additional 500ml. The returned devices were fully evaluated, and no issues or anomalies were observed regarding the reported issue during the log review and laboratory testing. Note that imdrf annex a1801, a040502, a0401, g02017, g04037, c0601, c07, d01, d15 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the chemotherapy infusion epoch (etoposide 110 mg + vincristine 0.36 mg + doxorubicin 22 mg) ran longer than expected. A 500ml bag of epoch was expected to run over twenty-three hours with the intended rate of 21.5ml/hr. The infusion was programmed as continuous and given in four doses. First bag was hung at (B)(6) 2024 at 6:48 pm and delayed by an hour, second bag hung at (B)(6) 2024 at 7:50 pm which was delayed by 4 hours and 15 minutes and the third bag on (B)(6) 2024 at 12:06am. There was patient involvement but no harm.